Event description:
It was reported to gore that during a gingival graft procedure, one of the gore-tex® suture for oral health (p5k17a) kept breaking. It was reported when they tried to tie the suture, it would break close to the needle. The surgeon used another suture to complete the procedure.

Manufacturer narrative:
It is unknown the exact lot number used in this event. Lot number 20265747a is the other possible lot number involved.